Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-13685. It was reported that the patient presented experiencing stimulation near the shoulder. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing. The physician noted possible clavicular crush. During the procedure, the atrial lead was found to have insulation damage. The physician attempted to explant the atrial lead, but the right ventricular - rv lead failed to disconnect from the atrial lead. The atrial and rv leads were explanted and the patient was in stable condition afterwards.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. Additional: h3 and h6.